Event description:
The customer reported receiving a121 alarms from the insulin pump after every battery change. The customer reported having to reprogram the insulin pump every time this occured. The customer's blood glucose value was 250-260 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)